Manufacturer narrative:
On (B)(4) 2014, intuitive surgical, inc. Contacted the initial reporter and found that an x-ray was performed as a precaution; the x-ray results were negative. Nothing fell into the patient. The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided, this complaint is being reported due to the following: the cable snapped on the tenaculum forceps instrument during a hysterectomy procedure and customer decided to perform an x-ray to ensure that nothing fell into the patient and the x-ray results were negative.

Event description:
It was reported that during a da vinci hysterectomy procedure, the cable on the tenaculum forceps instrument snapped. Customer decided to perform an x-ray to ensure that no pieces fell inside the patient, the x-ray results were negative. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.